Event description:
Edwards received notification from our affiliate in germany. As reported through a clinical trial, an 83-year-old patient with nyha class iii heart failure and dyspnea, who had previously received a 26 mm sapien 3 valve in the aortic position, underwent a valve-in-valve transcatheter aortic valve replacement (tavr) via transfemoral access 8 years and 6 months after the initial implantation. The procedure was indicated due to stage 3 structural valve deterioration (severe hemodynamic svd), along with mild paravalvular regurgitation and leaflet fibrosis/calcification. Baseline echocardiography showed a mean aortic valve gradient of 39 mmhg and an aortic valve area (ava) of 1 cm2. A 23 mm sapien 3 ultra valve was successfully implanted within the existing transcatheter heart valve with chimney stenting of the left main (lm) and left anterior descending (lad) arteries (no occlusion occurred, it was done to prevent it).

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves.per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying.in this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The root cause of the event remains indeterminable but was likely impacted by patient related factors and the mechanism noted above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.